Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
New information notes that the atrial lead had exhibited electrical anomalies. The atrial lead was explanted and replaced.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead that was implanted got dislodged during the procedure. The atrial lead was explanted. No patient consequences.